Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that when the start button is pushed on the remote monitor, "nothing happens." Troubleshooting steps were taken. The monitor has sent successful transmissions in the past. The remote monitor will be returned and replaced. There were no reported patient complications as a result of this event.